Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, a fully charged autopulse lithium-ion battery (sn (B)(4)) was inserted in multiple autopulse platforms and displayed a low battery condition. No patient was involved with this event.

Manufacturer narrative:
Visual inspection was performed on the returned autopulse lithium-ion battery (sn (B)(4)) and a damaged battery connector was observed. The battery status indicator also displayed three amber leds. Due to the damaged battery connector, functional testing could not be performed. Review of the retrieved archive data revealed that the battery was last successfully charged on (B)(6) 2017, and last inserted into an autopulse platform on the same day without errors. Although there were no errors recorded in the archive data, there were multiple events noted when the customer inserted the battery into the platform, only to remove it a few seconds later. The battery capacity during these periods was equivalent to four green leds. A possible root cause of the reported battery issue was due to the damaged battery connector caused by a mishandling of the device. The autopulse battery is a reusable device and was manufactured in october 2016.